Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he onetouch ultra2 meter was in the settings mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 9:15am. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. In response to the alleged issue, the patient indicated he continued with his usual dose of medication (1000mg of metformin) on (B)(6) 2010; it is not known, however, what action the patient took at the time of the alleged issue. According to the csr's documentation, the patient reportedly developed a symptom of "excessive urination" two month after the alleged issue occurred. It is not known if the patient made any changes to his medication, activity level, or meals prior to the onset of his symptom. It is also not known if the patient tested his blood glucose with another device. The patient denied receiving any medical treatment following the alleged meter issue. During troubleshooting, the csr educated the patient on the correct testing procedure (per owner's manual recommendation) and the alleged issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.